Manufacturer narrative:
A getinge field service engineer (fse) found the vacuum port on the compressor was cracked. The pneumatic component nip .25 flow bulk hd (d103-00-0375) and pneumatic component coupl .25 flow bulk hd (d103-00-0373) was replaced then fse performed a pm, full calibration and tested the unit. The product passed all functional and safety testing. Returned the unit to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit failed pneumatic test. There was no patient involvement.